Event description:
Contact reported that difficulty using several of the instruments that are part of the viper family of surgical implants. These difficulties combined to resulted in an extension of surgery in excess of 30-min. The issue resulted in some frustration for the user, but did not cause any pt injury. As the delay was in excess of 30-min, MDR is being filed to document this event. Device 1 of 5.

Manufacturer narrative:
No definitive conclusions can be made at this time. Our sales rep performed an evaluation of the instrument set and reported finding one device bent from applied force, but there was no difficulty during simulated use testing of mating parts. The set was used again without issue.